Event description:
Rptr complains of additional problems including: sicca syndrome, degenerative joint disease, severe cognitive difficulties, possible cva, fibromyalgia, abnormal lupus panel, chronic inflammatory demyelinating polyneuropathies, requiring infusions of IV immune globulin, (4 in 1995, 20 in 1996, 13 so far for 1997),and swollen joints.